Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose level of 41 mg/dl, which was treated with glucose tablets. The customer was not hospitalized. At the time of the phone call the customer's blood glucose was 266 mg/dl, which was treated with manual injection. The drive support cap of the insulin pump was recessed. The reservoir displayed the same amount of insulin as the screen of the insulin pump. The customer's priming techniques were correct. The programmed info was correct. Nothing further was reported.